Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: additional information was obtained indicating the ipg was electively replaced as it was approaching normal eol. There were no confirmed allegations or malfunction of this device.

Event description:
Additional information was obtained indicating the ipg was electively replaced as it was approaching normal eol. There were no confirmed allegations or malfunction of this device.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.